Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the mobile viewing station (mvs) was being moved yesterday, the fan was extremely loud. A reboot resolved the issue. This morning they were moving the mvs again and the system did not hold a charge and powered down.